Event description:
It was reported that the ilet pump screen developed a crack, after which the user could no longer unlock the device, and the user elected to discontinue pump use and transition to backup therapy; the device problem involved a damaged display component and no alerts or alarms were reported. Symptoms included none and no injury. Outcomes included interruption of device use and reliance on alternate therapy.

Manufacturer narrative:
Investigation included complaint intake and processing of a replacement device. Investigation of this case revealed a damaged or cracked screen. It was concluded that the event was related to a hardware display failure without associated patient harm.